Manufacturer narrative:
Event related to regulatory report: 2029214-2021-00197 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that a patient underwent thrombectomy procedure to retrieve a clot in the right middle cerebral artery (mca) m1 segment. A solitaire x device was used in the procedure on (B)(6) 2021. During the procedure, the patient was noted to have distal embolization within the same vascular territory. After 5 passes with the solitaire, the final procedure mtici was 2b. At the 24-hour post-procedure follow-up, the patient showed neurological deterioration with decrease of 4 or more points worsening from baseline on the nihss scale. The 7-day follow-up/discharge CT image showed the patient had a hematoma within the ischemic field with space-occupying effect involved >30% of the infarcted area (ph2). The patient's baseline mrs was 0, mtici was 0, nihss was 15. The nihss score at 24-hour post-procedure and 7 days post-procedure was 19. The discharge mrs score was not available. However, it was noted that the patient did not have an injury and there were no patient symptoms or complications associated with the event. Additional information received indicated the patient was discharged to a long-term care hospital with a national institutes of health stroke scale (nihss) score of 19. A modified rankin scale (mrs) score was not completed by the site to assess any disability, and it was unknown if there was any medical or surgical intervention. Additional information received indicated the event was resolved on (B)(6) 2021 and the patient recovered with sequelae. The event was assessed to be possibly related to the underlying condition or disease, device, or procedure. Additional information received reported that the final post-procedure mtici score was 3. Additional information received reported the event was a hemorrhagic transformation ph1. There was a cerebral edema. Extensive subacute ischemic lesion in the superficial and deep territory of the right mca with slight mass effect without signs of hemorrhagic transformation. Serious procedure related adverse event requiring treatment. Patient recovered on (B)(6) 2021.